Manufacturer narrative:
The pod was received fully deployed with the slide insert visible in the viewing window and the soft cannula deployed. Investigation of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The device ran for 828 pulses and was deactivated by the user.corrections d(4): lot number changed from unavailable to pd1c08102041. Expiration date changed from unavailable to 02/10/2022. Unique identifier (UDI) # changed to (B)(4) . Correction to h(4): device mfg date changed from unavailable to 08/10/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the insertion site (abdomen), the patient reported that the pink slide did not move forward, indicating a needle mechanism failure occurred.